Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes the labels are peeling and getting stuck in analyzer. There was no report patient impact. The following information was provided by the initial reporter: it was reported that the labels are peeling off the tube which then causes the tubes to get stuck in the analyzer machines in the lab.